Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the patient was currently in a local hospital because they were having an issue with their right foot and leg being completely numb. The patient stated this caused them to fall where their stimulator was. The patient reported they had their implant turned off at the time of the report and was unsure if the symptom was related to an issue with their device. The patient stated they had contacted their managing healthcare provider that was 2 hours away, but had not heard back from them. The patient noted that the doctor in the hospital wanted to do an MRI, and guidelines were reviewed. The patient was directed to have the doctor call to ask for guidelines. No further complications were reported.